Event description:
The pump was very difficult to empty and fill. The hcp followed the process to empty air out of the pump, which initially fixed the problem. The problem recurred. Technical support was contacted at least twice, and troubleshooting steps were followed. The hcp 'did not like the feel of the needle as it went through the port'. The hcp decided to replace the device. The patient outcome was reported as 'no injury', recovered without sequela.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.